Event description:
It was reported that the patient experienced a hole on the reservoir of an inflatable penile prosthesis (ipp). A revision surgery was performed in which the reservoir and pump were replaced, while the cylinders remained implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.